Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on her left side on or about (B)(6) 2008. On or about (B)(6) 2008, pt experienced pain, numbness and loss of mobility. Pt has not yet scheduled an explantation of the asr hip implant.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her left side on or about (B)(6) 2008. On or about (B)(6) 2008, patient experienced pain, numbness and loss of mobility. Patient has not yet scheduled an explantation of the asr hip implant. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening and pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, explant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
Asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.